Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was determined to be due to the user interface pcb assembly.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated and there are event codes logged in the device's memory. Upon evaluation of the customer's device, physio-control observed that the device would re-boot itself and the display is a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.